Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an underinfusion using a small volume folfusor. The device was not completely empty after one week of use and the remaining volume was reported to be high (however, exact volume remaining was unknown). The filling volume was 93.5ml, duration of infusion and expected duration was one week. The device contained 54ml of fluorouracil and 39.5ml of sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed by filling the device and allowing the device to flow. The flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.